Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called wanting to know how to turn of the ins so that she isn't feeling a such horrible pain in her vaginal area. She stated she was seen last thurs, on (B)(6) 2025 and there was some programming done. But on friday she was in so much pain, she called the office and a nurse at clinic walked her through turning off the ins via the handset. But today pt is still feels like it is still stimulating her with stimulation in the vaginal area. Pt has another appt on thurs, on (B)(6) 2025. (B)(6) redirected caller to contact clinic on monday to let them know that her pain is worse and that her medication is not working to control the pain. (B)(6) reviewed that once therapy is turned off, no current is being delivered through that leads.